Event description:
It was reported that low high voltage impedance was observed after implant of left ventricular assist device. Decreased pacing lead impedance and increased capture threshold were noted. The svc coil was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.